Event description:
While using the electrosurgical unit (esu) on the right upper arm incision, a blister approx the size of a dime was noted. The esu pencil was being used to coagulate bleeding vessels near the skin. The blister was noted when closing the incision. Incision was closed and antibiotic ointment applied to the area.